Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf218). There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs revealed the occurrences of system fault error messages (sf 131, 101, 218 and 74). Performance testing did not reproduce the system fault errors. The investigation determined that the device events were most likely due to water contamination. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf218). There was no patient injury reported as a result of this incident.